Event description:
The user received questionable results for calcium on the integra 800 analyzer. The event involved 12 patient samples. Eleven patient samples gave discrepant calcium results. The initial calcium results for these patient samples were flagged by the customers laboratory information system (lis) as not matching previous calcium results for these patients. Patient sample 1, the initial calcium result gave 10.3 mg/dl. The sample was repeated yielding a calcium result of 9.4 mg/dl. Patient sample 2, male, (B)(6) of age. The initial calcium result gave 10.7 mg/dl. The sample was repeated yielding a calcium result of 9.0 mg/dl. Patient sample 3, female, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.1 mg/dl. Patient sample 4, male, (B)(6). The initial calcium result gave 11.1 mg/dl. The sample was repeated yielding a calcium result of 8.4 mg/dl. Patient sample 5, male, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.2 mg/dl. Patient sample 6, female, (B)(6). The initial calcium result gave 11.8 mg/dl. The sample was repeated yielding a calcium result of 10.1 mg/dl. Patient sample 7, male, (B)(6). The initial calcium result gave 11.2 mg/dl. The sample was repeated yielding a calcium result of 8.7 mg/dl. Patient sample 8, male, (B)(6). The initial calcium result gave 10.4 mg/dl. The sample was repeated yielding a calcium result of 9.5 mg/dl. Patient sample 9, female, (B)(6). The initial calcium result gave 10.1 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.1 mg/dl. This repeat calcium result of 9.1 mg/dl was called as a corrected result. Patient sample 10, female, (B)(6). The initial calcium result gave 11.7 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.6 mg/dl. This repeat calcium result of 9.6 mg/dl was called as a corrected result. Patient sample 11, female, (B)(6). The initial calcium result gave 11.9 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 8.9 mg/dl. This repeat calcium result of 8.9 mg/dl was called as a corrected result. There were no erroneous results reported outside the laboratory for patient samples 1 through 8. The calcium reagent lot number was 62601901. No patients were affected by this event. The field service representative found a problem with sample pipetting. He replaced valves. Instrument diagnostic checks were run to verify analyzer performance.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate sv 200 device ruptured during filling. The device was being filled with a 100ml solution of ceftazidim and sodium chloride at the time of the rupture. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. However, the customer is able to provide photographs of the actual device. Should an evaluation be possible using these photographs, a follow-up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide a detailed photograph of the actual device. Using this photograph, the reported condition of a ruptured reservoir was confirmed. The root cause of this issue is currently being investigated under CAPA number (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.